Manufacturer narrative:
This report is for an unk, plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing cervical laminoplasty procedures. Failed cervical or thoracic spine fusion has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 3 patients had reoperation within 90 days from the index surgery. 5 patients had a revision surgery within 90 days from the index surgery. 6 patients had a revision surgery within 12 months from the index surgery. 7 patients had a revision surgery within 24 months from the index surgery. This is for depuy spine mountaineer laminoplasty system. This report is for (1) unknown plates. This is report 5 of 8 for (B)(4). Related product complaint: (B)(4). (B)(4): unknown plates. (B)(4): unknown screws. These impacted products capture the reported reoperation within 90 days from the index surgery. (B)(6): unknown plates. (B)(6): unknown screws. These impacted products capture the reported revision surgery within 90 days from the index surgery. (B)(4): unknown plates. Ip-00982658: unknown screws. These impacted products capture the reported revision surgery within 12 months from the index surgery. (B)(4): unknown plates. (B)(4): unknown screws. These impacted products capture the reported revision surgery within 24 months from the index surgery.